Manufacturer narrative:
The following other devices were also listed in this report: femoral condyle; cat# unknown; lot# unknown. Tibial tray; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at (B)(6) center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for 2.5 years. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An event regarding infection involving a scorpio insert component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "no clinical or past medical history and no x-rays are available for review, and only two operative reports of ¿multiple surgeries¿ alluded to are available. No bacteriology or examination of the explanted components is available. There is no evidence that the reported management of this periprosthetic infection was related to factors of faulty component design, manufacturing or materials." Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other events for the lot and none for the sterile lot. Conclusions: a review of the provided medical records by a clinical consultant indicated: "no clinical or past medical history and no x-rays are available for review, and only two operative reports of ¿multiple surgeries¿ alluded to are available. No bacteriology or examination of the explanted components is available. There is no evidence that the reported management of this periprosthetic infection was related to factors of faulty component design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for 2.5 years. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 4.